Event description:
The pt's mother reported that the pump was intermittently unresponsive to keypad button presses. She states that the buttons needed to be pressed multiple times to achieve a response.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the keypad appeared swollen. The pump was intermittently responding to keypad button presses and required excessive force to activate. Adhesive was found under button contacts.